Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss observed the yellow overlay on surgical monitor was slightly off of the sidecut but still on the raster pattern. The fss verified user interface overlay position was good and slightly adjusted yellow surgical monitor overlay position to be on top of the sidecut. While on site, the fss found the float weight of the objective low and removed 21 grams of objective counter balance weight and verified all applanation values for float, green and red. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the sidecut did not match the overlay during treatment. The surgery center indicated the flap looked decentered after releasing the cone and suction ring. The surgeon continued with lifting the flap and the entire flap was misaligned. The surgery center was able to place the treatment in the correct area and proceed. The surgeon could not confirm if the joystick was moved after docking. An amo applications support manager (asm) followed up with the account and found the left eye of the patient was impacted. At one day post op, the best corrected visual acuity ( bcva ) of the left eye (os) was 20/30.. At five week post op the right eye was (od) was 20/30+ and +1.50 sphere (sph), os 20/25-; +.50 sph.

Manufacturer narrative:
A review of the records related to this equipment shows the system met manufacturing release criteria. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. All pertinent information available to abbott medical optics has been submitted.